Manufacturer narrative:
Concomitant medical products and therapy dates: model: 3189, scs lead, therapy date: (B)(6) 2019.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2020-01299. Additional information gathered revealed x-ray results displayed that the patient's thoracic lead had also migrated following the fall that was initially reported. In turn, both of the patient's leads were decided to be explanted and replaced to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Device 1 of 2: reference MFR. Report#: 1627487-2020-01299.

Manufacturer narrative:
The event date is estimated to be (B)(6) 2019. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
This report is related to an (B)(6) patient. It was reported the patient began to receive ineffective therapy after experiencing a fall. X-rays were taken and revealed the patient's cervical lead had migrated. The patient plans to undergo surgical intervention on a later date to address the issue.